Manufacturer narrative:
The investigation is ongoing, and the results will be reported when available. The manufacturing number is (B)(4).

Event description:
The patient underwent gynecological surgery on (B)(6) 2006, during which a tvt and prolift were implanted. Post-surgery, the patient reported experiencing pain. No additional information was provided.